Manufacturer narrative:
(B)(4). Facility indicated the set was not available for eval. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer reported tpn tubing found disconnected at y-connector from the hub (i.e. Needle-free valve port) of pt's right femoral broviac site. No pt harm reported. No additional info was available.